Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other balloon rupture incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 9.0mmx40mmx135cm armada 35 balloon dilatation catheter (bdc) was unpackaged and prepped before use with no issue or leak noted during preparation. The bdc was advanced to the target lesion without resistance; however, the balloon ruptured at 6 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new bdc was used to successfully complete the procedure. There was no additional information provided.